Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 3.0x38 rx xience prime referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that when deploying a 3.0x38mm rx xience prime stent at 14 atmospheres, in a moderately calcified, 85% stenosed lesion in the narrow mid left anterior descending (lad) coronary artery, the vessel area just distal to the deployed rx xience prime stent ruptured unexpectedly and was actively bleeding. Several attempts were made to cross through the implanted rx xience prime stent with a 2.8x19 rx graftmaster covered stent system, but it was unable to cross; no damage was caused to either device. The rx graftmaster was withdrawn without difficulty, the rupture was successfully sealed via balloon inflation, and the procedure was completed. The patient was placed under observation then was discharged in satisfactory condition the following day with no occurrence of any adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the abbott vascular returned goods lab received the 2.8x19 rx graftmaster covered stent system in the following condition: the tip was separated at the distal seal and the tip was not returned. The stent was stationary on the balloon but had moved proximally 1mm. Additional information received from the site confirmed the following: the correct graftmaster device was returned. While the site was not aware of the tip separation, the site confirmed that the tip does not remain in the patient anatomy and the physician believes the tip may have separated due to intentional manipulation by a healthcare practitioner during repackaging for return shipment. Additionally, while the site was also unaware of the shifted stent, the physician believes that this may have occurred during the attempt to cross. No additional information was provided.